Manufacturer narrative:
(B)(4). Multiple attempts to obtain additonal information were not successful. The actual sample was received, but could not be located however, pictures supplied by the reporter and all available information was forwarded to the manufacturer. B. Braun (B)(4). The pictures showed signs of usage and thermal damage could be found at the union joint of the power supply and power cord. The most likely reason for the thermal damage is a fluid ingress. Because of the capillary effect the liquid has the ability to get to the conductive parts of the power supply. Previous test in the past have shown that damages of this nature are the result of fluid ingress between the connection of the primary adapter and the power supply itself. A wrong handling (high exposure by liquid) can not be excluded. It should be noted that the instructions for use (IFU) for the space pump state "protect the device and the power supply from moisture" and iso symbol to protect from moisture is displayed on the power supply. If the sample is located and/ or additional information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: thermal damage. No patient injury.

Manufacturer narrative:
(B)(4). The actual sample involved has not been received for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).